Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent surgery due to degeneration of lumbar intervertebral disc. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. No patient complications were reported.